Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was removed. Follow up with the patient's clinic revealed the patient's lead have been removed due to a malfunction but the clinic could not provide detail on the nature of the malfunction. No patient complications have been reported as a result of this event.